Event description:
During preventative maintenance of the device, the user reported the roller to roller measurement was out of spec reading at 0.0025". The user adjusted the measurement to read at 0.0003". No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device. There was no pt involvement during this event.